Event description:
It was reported that during percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and highly tortuous right coronary artery (rca). Upon attempting to treat the lesion, the 3.25mm x 15 mm apex monorail balloon catheter was advanced and inflated. The balloon ruptured approximately 12atms. The balloon catheter was removed from the patient without incident. No patient injuries or complications were reported. The procedure was successfully completed with a different device. The patient 's status was reported as "good".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.